Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was noticed that the stent was partially deployed with the first row of stent struts exposed. This occurred outside of the body and there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: the xact stent was returned with blood visible on the outer jacket and on the tip. There was no contrast visible. The first row of struts on the distal end of the stent implant were deployed. There was kink in the proximal shaft distal to the hub. There was no other stent damage noted. The returned device was evaluated against specifications for visual and functional performance. The first row of struts on the distal end of the stent were deployed. The investigation of the returned device was unable to confirm a mfg or quality of workmanship issue with the device which would cause the observed incident. The cause of the stent premature deployment is unk; however, it is possible that if the deployment actuator is inadvertently rotated prior to insertion into the vasculature that the stent may be deployed. A specific device malfunction could not be identified from the available evidence. A definitive root cause could not be determined. A review of the lot history record (lhr) revealed that the device met the acceptance criteria and did not reveal any non-conformities which could have contributed to this complaint. At the final pack visual inspection and check list, all parameters passed 100% inspections. In addition, upon review of a query of the complaint-handling database, incident similarity was not identified for this part and lot number combination, which suggests there are no lot specific product quality issues.